Event description:
It was reported that the locking screw for the insert broke off while torquing the screw into the baseplate. Torquing screw just above 80 when it broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.